Event description:
Manufacturer's local lab observed lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Suspect device has been returned.

Event description:
The stapler misfired and did not deploy staples on lung tissue.

Manufacturer narrative:
The event occurred in (B)(6).